Event description:
Facility reported after initiation of tx blood leak detector alarmed. Blood was visable in arterial dialysate part. Tx stopped, system discarded. Dialyzer was on reuse #19. Facility denies pt injury. Ebl > 100 cc. New system set up & tx resumed w/o further incident.